Event description:
This lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2013 due to a recall/advisory. The lead was explanted and destroyed during the procedure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).